Event description:
During a gastrectomy, the device delivered an abnormal noise, when it locked the lever to fire to the duodenum. Another device was used to complete the procedure. There was no adverse consequence to the patient.